Manufacturer narrative:
Cont¿d: 250ml baxter bag ndc (B)(4), lot number y266023, exp oct 19, 0.9% nacl; 50ml baxter bag ndc (B)(4), lot p3770804, exp may 19, ondendetron/dextrose 5% and water; (2) nephron bag ndc (B)(4), lot number na5018017b, exp 10/18/2018, 0.9% nacl; spiros connector. Therapy date: (B)(6) 2018 the customer¿s experience of a dosing rate discrepancy was not confirmed. Visual inspection of the set noted no damage or any no anomalies. The pcu event log shows pump module s/n (B)(4) was in use and infusing a primary infusion of drugid 1 at a rate of 10ml/hr. At 4:45 pm on (B)(6) 2018, the infusion was paused. At 4:46 pm, a remote IV request was received for ifex+mesna (drugid 351) to infuse at 55.4ml/hr with a vtbi of 1330ml. The user starts the infusion and selects yes to the guardrails warning ¿fluid rate exceed limit¿, two seconds later the user paused the infusion. The user then changed the vtbi of the secondary infusion to 1110ml and the duration to 24 hours, which made the rate 46.25ml. The user starts the infusion. At 8:13 pm, the user paused the infusion and restarted 36 seconds later. At 11:07 pm, the device alarmed for air in line. The door was closed and the infusion was restarted at 11:11 pm. At 4:51 am on (B)(6) 2018, the user paused the infusion and restarted at 4:53 am. At 8:33 pm, the user paused the infusion and restarted at 8:36 am. At 9:21 am, the user paused the infusion and restarted at 9:22 am. At 10:07 am, the device alarmed for air in line. At 10:32 am, the user paused the infusion. At 10:33 am, the user restarted the infusion. The user then paused the infusion 14 seconds later and then restarted 14 seconds after the infusion was paused. Five seconds later, the user paused the infusion again and then restarted after 9 seconds. At 10:42 am, the user changed the rate of the secondary infusion to 100ml/hr and started the infusion. The user selected yes to the guardrails warning ¿fluid rate exceed limit¿ and the infusion started. At 10:43 am, the user changed the rate of the secondary infusion to 200ml/hr and started the infusion. The user selected yes to the guardrails warning ¿fluid rate exceed limit¿ and the infusion started. At 10:44 am, the user changed the rate of the secondary infusion to 500ml/hr and started the infusion. The user selected yes to the guardrails warning ¿fluid rate exceed limit¿ and the infusion started. At 10:44 am, the device alarmed for air in line and the user restarted the infusion. At 10:45 am, the user changed the rate of the secondary infusion to 46.3ml/hr and started the infusion. The user selected yes to the guardrails warning ¿fluid rate exceed limit¿ and the infusion started. At 10:56 am, the door was opened and then the device alarmed for flo stop open for 7 seconds. The door was closed and the user restarted the infusion. At 1:23 pm, the user paused the infusion and restarted at 1:24 pm. At 2:10 pm, the user paused the infusion and then restarted at 2:12 pm. At 4:27 pm, the device alarmed for air in line and the user channeled the device off at 4:29 pm and the system was shutdown and powered off. The volume recorded as being infused during this period was 0ml for the primary infusion and 1077.468ml for the secondary infusion. The pcu event log shows pump module s/n (B)(4) was idle and was previously infusing a primary infusion of drugid 1 at a rate of 10ml/hr. At 2:04 pm on (B)(6) 2018, the user restored and started the previous primary infusion running at 10ml/hr. The device then received a remote IV request for drugid 525 to infuse at 150ml/hr with a vtbi of 50ml. At 2:05 pm, the user changed the vtbi to 65ml and started the infusion. At 2:10 pm, the user paused the infusion and then restarted at 2:12 pm. At 2:33 pm, the secondary infusion completed and the device transitioned to the primary infusion running at 10ml/hr. At 2:45 pm, the device alarmed for patient side occlusion and the user restarted the infusion. Two seconds later, the user channeled off the device. The volume recorded as being infused during this period was 2.059ml for the primary infusion and 66.329ml for the secondary infusion. Functional testing performed found the pump module to be delivering fluid within specification. During functional testing the check valve on both sets failed and backflow was observed to pass the check valve from the secondary bag into the primary bag and could have been the cause of the event; however it could not be determined if the check valve failures occurred during the reported event, or upon transport. The root cause of the customer¿s report of a dosing rate discrepancy was not identified; however the possible could be associated to a failed check valve in both primary sets which may have led to the perception of an overinfusion.

Event description:
The customer reported a possible dosing rate discrepancy for two medications infusing on an oncology patient. The discrepancy was noted with ifosfamide/ mesna 11g in 1110ml over 24 hours with a rate of 46.3 ml/hr as a secondary medication. The user reported that channel b marked "chemo" with an orange sticker seemed to be affected. It was later reported that also infusing was an ondansetron infusion (16 mg/50 ml dextrose5% and water in 63 ml), and was expected to infuse over 20 minutes at a rate of 189 ml/hr via the other module. No patient harm was reported.